Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6) 2010; however the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately in (B)(6) 2010 prior to contacting lfs. The patient reported blood glucose results of "240 and 260 mg/dl" with the subject meter. The patient indicated she manages her diabetes with pills and diet/exercise. At the time of the alleged issue, the patient denied taking any action regarding her diabetes management regimen. Prior to the alleged issue, approximately in (B)(6) 2010, the patient stated she developed symptoms of "tingling and numbness". Sometime in (B)(6) 2010, the patient claimed she went to see her health care professional (hcp) due to the alleged issue. At the time of the doctor's office visit, the patient reported she was given glucose tablets/glucose gel. The patient denied being tested on any other blood glucose device at the time of the doctor's office visit. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, it is not known when the patient last tested on the subject meter prior to the alleged symptoms and why she was treated with glucose tablets/glucose gel. Therefore, this complaint is being reported because the patient reportedly received medical intervention by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.